Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was no longer receiving proper paresthesia coverage after the lead migration that took place on (B)(6) 2019 during his battery replacement. The rep reported that the leads were functioning properly and there were no issues with the connection to the ins. There were no external/environmental/patient factors that could have contributed to the issue. The rep reported that it was their understanding that the prior implanting physician didn't properly anchor the leads during the implant, so when the battery replacement took place on (B)(6) 2019 both leads had migrated from t8 down to t12/l1. Additional information was received from a manufacturer¿s representative (rep). The rep reported that she saw the patient on (B)(6) 2019 for replacement but at that time there were no issues reported to her. The rep reported that later the patient complained of a lack of stimulation and that was when another rep followed up with the patient and found out about the migration. The rep was not aware of any other information except that the patient did have a lead revision recently to address the issue. A different rep later reported that it was his understanding that during the replacement on (B)(6) 2019, the leads migrated and it was confirmed via x-ray. The leads migrated from t8 to t12. In post-operative the patient reported good coverage but a couple of days after post-operative, the patient reported stimulation issue. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the patient had their lead replaced with two new leads. There were no further complications reported or anticipated.